Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was causing a lot of lows in the morning and was possibly over delivering. The customer¿s blood glucose level was 64 mg/dl at the time of the incident. The customer is a brittle diabetic and gets highs and lows. The customer treated for the lows with glucose tablets. Troubleshooting was completed but did not resolve the issue. The customer also inquired about the set recall. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump passed the dat test at 0.08740 inches. Insulin pump was received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.